Event description:
It was reported the devices were used during an unknown procedure. Rep reported the sw100 was fired without any difficulty. The knot was deployed and was visibly intact. Pulled instrument out to reload and during this movement, the knot untied itself (visible on video). The straight piece slid through the knot. Rep visualized use and there was no user error observed. Pulled another sw100 and it did the same thing. Pulled another reload and it did the same thing. Devices were brand new (order just placed 1 1/2 weeks ago). Rep returning both devices, and is returning sterile reload as well as a knot. Md did not cut the tails short at all. Rep returning 6 sterile devices. There was no consequence to the pt.